Event description:
Procedure: vats. Patient sex: unk. Reportedly, after applying the device to the bronchus some staples were placed to the tissue, however some did not release from the stapler. Then the stapler could not be opened or removed from the tissue. The surgeon removed the staples/ stapler with another surgical instrument, and oversewed the tissue to complete.